Manufacturer narrative:
The reported event of a critical battery alarm was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of controller ((B)(4)) and battery ((B)(4)) manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed a critical battery alarm on (B)(6) 2015 at 14:44:40 which was triggered by battery ((B)(4)) with 0% remaining charge. Battery ((B)(4)) was not connected to the controller during this alarm. Log file analysis revealed multiple premature switching events involving controller ((B)(4)) and battery ((B)(4)). These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. Controller ((B)(4)) had not received the smr upgrade at the time of these events. Analysis of controller ((B)(4)) and battery ((B)(4)) could not be performed since the devices were not returned for evaluation. The manufacturer has opened an internal investigation to evaluate communication errors between batteries and controllers. Analysis of battery ((B)(4)) revealed that the device passed visual examination but failed functional testing due to a high max error, indicative of a device that is out of calibration. This failure is not related to the reported event. The most likely root cause of the high max error can be attributed to a use pattern involving the exchange and recharge of batteries before reaching 25% rsoc. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. (B)(4).

Manufacturer narrative:
It was reported that the patient was experiencing critical battery alarms and power switching events. The controller ((B)(4)) and two batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual inspection and functional testing. The controller, (B)(4), did not have the smr software upgrade. Log file analysis revealed a critical battery alarm involving (B)(4) most likely due to communication errors. Data files do not cover the critical battery alarm date. Additionally, analysis of data log files revealed multiple premature switching events due to communication errors involving (B)(4). As a result, the reported event was confirmed. An internal investigation has been opened to investigate communication errors. The most likely root cause of the reported critical battery alarms and power switching events can be attributed to communication errors between the controller and batteries. Additional device(s) involved in event: heartware® ventricular assist system ¿ battery, serial: (B)(4), UDI #: (B)(4). Heartware® ventricular assist system battery, serial: (B)(4), UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: it was reported that the patient was experiencing critical battery alarms and power switching events. The controller ((B)(4)) and two batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned (B)(4) revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned (B)(4) revealed that the device passed visual inspection but failed functional testing due to a high max error. This is an additional observation not related to the reported event. The max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. A high max error will cause the battery to flash red on the battery charger. The battery is still able to charge and provide power to a controller. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition. The most likely root cause of the battery with high max error can be attributed to a battery that is out of calibration. Log file analysis revealed a critical battery alarm involving (B)(4). In this instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. This observation is indicative of a communication error between the controller and battery. Additionally, analysis of data log files revealed multiple premature switching events due to communication errors involving (B)(4). The most likely root cause of the reported critical battery alarms and power switching events can be attributed to communication errors between the controller and batteries. The controller, (B)(4), did not have the smr software upgrade. Battery (B)(4). Device available for evaluation: yes, return date: 2017-aug-30 device evaluated by MFR: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries are outline. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within five minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery one" or "critical battery two." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Serial # (B)(4), catalog #: 1650de, exp. Date: 04/30/2016, mfg. Date: 04/30/2014. (B)(4). Serial # (B)(4), catalog #: 1650de, exp. Date:01/31/2016, mfg. Date: 01/31/2015. (B)(4). Device not returned.

Event description:
It was reported by the site that a "critical battery" alarm was logged on a fully charged battery. The battery was exchanged with no effect on the patient.